Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported that the patient's ipg was inoperable "[ related manufacturer reference number: 3006705815-2025-20256]". Additionally, patient received x-ray that revealed both leads migrated. As a result, surgical intervention may be undertaken to address both issues.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.